Event description:
The following was reported to hamilton medical ag: alarm "release valve defective" appears on the standby screen. Defective check valve, replace check valve, it's ok. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm "release valve defective" appears on the standby screen. Defective check valve, replace check valve , it's ok . No patient involvement.